Event description:
A 6f angio-seal vip was selected for use. Post-deployment, the patient reported severe leg pain and claudication and was referred for a vascular consult. Anteroposterior imaging revealed that the puncture site was at the bifurcation of the superficial femoral artery and the profunda femoris with several small branches in the proximal vicinity.

Manufacturer narrative:
Upon completion of the investigation, a final report will be submitted.